Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead was attempted but not used because the physician could not position it in the right atrial (ra) lead. The ra lead was successfully replaced. No patient complications have been reported as a result of this event.